Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure, one resolute onyx drug eluting stent was implanted into the lad, one resolute onyx drug eluting stent was implanted into the cx and one of the resolute onyx drug eluting stent was introduced into the guide catheter. On the same day. Patient suffered a target vessel peri-procedural mi, due to a dissection caused by a non-medtronic guidewire. Event was treated with medication. The patient recovered. The investigator assessed the event as not related to the anti-platelet medication but unlikely related to the index device.

Manufacturer narrative:
Cec adjudicated non-q-wave mi (target vessel- prox cx), 3rd udmi peri-pci. Cec commented there was a side branch occlusion. If information is provided in the future, a supplemental report will be issued.